Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device failed the watch dog test. The customer reported there was no patient involvement at the time the issue was discovered. The customer stated they were getting a 110b error code (watchdog test failed). It was reported that they had replacement central processing unit (cpu) on hand. The customer then replaced the cpu, and the device was now passing the watchdog failure. The customer is requesting replacement option codes for replacement cpu. The remote service engineer provided that the codes were provided, and the device was returned to service. The issue was resolved by replacing the cpu. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.